Manufacturer narrative:
A review of the device history record and the product released decision control sheet of the involved product/lot# combination was conducted with no relevant findings. A review of the complaint history files confirmed that the involved product/lot# combination has not been reported previously. (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4). Actual device not returned.

Event description:
The user facility reported a leak in the de-airing line with the capiox cx-fx25rw device. Follow up communication with the user facility reported the following information: the leak occurred during prime; the unit was changed out; the surgery was completed successfully; and no patient involvement.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 for mfg. Report no. 9681834-2015-00225 to provide the returned sample evaluation results. The actual sample was returned to the manufacturing facility for evaluation. Visual inspection upon receipt found that the purge line tube had been cracked at the edge of the glued joint with the purge port. Magnifying inspection of the crack cross-section found the presence of a smooth part and a rough part on the surface. Electron microscopic inspection of the cracked cross-section confirmed no presence of a foreign substance embedded in the tube material. The purge line tube was cut vertically on the intact segment and the cut cross-section was dimensionally inspected and all the dimensions, including the wall thickness, were confirmed to meet manufacturer specification. The tensile strength of the purge line tube (strength at the generation of a crack on the tube) was determined and confirmed to meet manufacturer specification. Functional testing was conducted and was able to reproduce the reported defect. This test was conducted on a retention sample and was left under a low temperature of 0 degrees c for 12 hours. Subsequently an external instantaneous shock force was applied to the area around the purge port. The tube became cracked with the cracked cross-section being in the state similar to the cracked cross-section of the actual sample. Based on visual inspection and functional testing of the complaint sample and retention sample, the potential root cause was determined to be shipping/handling related. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up no. 1 for mfg. Report no. 9681834-2015-00225 to provide the returned sample evaluation results.